Manufacturer narrative:
Analysis was performed on the returned device. The reported device entrapment and mechanical jam with the foot could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The returned device condition indicates the plunger was retracted/ pulled #3, prior to deployment of the plunger/ needles #2. Although a conclusive cause could not be determined for the reported device entrapment and mechanical jam with the foot based on the returned device condition, the observed deployment out of sequence may have been a contributor. The subsequent treatment appears to be related to procedure circumstance. The reported patient effect of tissue injury is a known inherent risk of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, additional information was received. Reportedly, when the foot of the proglide did not retract, the physician broke the distal guide from the proximal guide to attempt to use the actuator wire to try to retract the foot of the proglide; however it was unsuccessful. The device could not be removed as the foot remained open. Access was obtained in the left common femoral artery and a balloon catheter was inserted up and over to where the proglide was in the rcfa and the balloon was inflated for tamponade. The access site in the rcfa was widened with a scapel (nick and spread) and the proglide device was able to be removed from the patient anatomy. The foot of the proglide was still open and was intact. Cut down surgery was performed to repair the vessel as some tissue damage had occurred and surgical suturing achieved hemostasis. There was no adverse patient sequela. However, there was a reported clinically significant delay in the procedure or therapy due to the proglide foot not retracting and requiring intervention. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery (rcfa) using a proglide device after a percutaneous coronary intervention (pci) procedure using a 6f sheath. Reportedly, after deployment, the lever was closed completely to retract the foot of the proglide device, however, the foot did not retract. The device could not be removed as the foot remained open. Access was obtained in the left common femoral artery and a balloon catheter was inserted up and over to where the proglide was in the rcfa and the balloon was inflated for tamponade. The access site in the rcfa was widened with a scapel (nick and spread) and the proglide device was able to be removed from the patient anatomy. The foot of the proglide was still open and was intact. Cut down surgery was performed to repair the vessel as some tissue damage had occurred and surgical suturing achieved hemostasis. There was no adverse patient sequela. However, there was a reported clinically significant delay in the procedure or therapy due to the proglide foot not retracting and requiring intervention. No additional information was provided.